Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins) for unknown indication. It was reported the patient¿s post-surgical wounds split open after the patient reported falling off a ladder. Patient non-compliance may have led or contributed to the issue. The patient had complete explant of leads and battery. The patient was not compliant with post-surgical restrictions and was a poor healer. The healthcare provider (hcp) elected to permanently explant system without plan to re-implant due to the high risk of infection. No further complications were reported/anticipated.